Manufacturer narrative:
Complaint notification was received 7/23/25 with no details about this incident other than the description "infected aaa with shape memory plugs". Inquiries for details have been made on approximately 8 occasions from 7/23/25 through 9/25/25 with no further details received about this complaint. Another request for feedback has been sent out to complainant. 10/22/25 - received a video of the doctor conducting a presentation based on this case. What is known from the presentation is: the evar was performed on (B)(6) 2024 using 30 plugs. Summer of 2025 - travels to taiwan- has some bad chicken and admitted for sever gastroenteritis and septic shock and diagnosed with salmonella bacteremia patient was stabilized and sent back to the u.s. And admitted directly to the hospital and showed salmonella bacteremia on the scan and treated with antibiotics for 3 weeks and 2 weeks house arrest. After 2 weeks the pelvis was still inflamed. Right axillary-bifemoral bypass with ligation of right distal external iliac artery was performed on (B)(6) 2025. Dr. Commented: "these plugs can become infected, I suppose, not sure if that's the culprit here but the plugs were very incorporated into the wall of the aorta. All intraoperative cultures were also negative. Not sure if it was because of 3 weeks on antibiotics or 2 weeks under house arrest but pretty sterile contents of the sac".

Event description:
Infected aaa with shape memory plugs.